Event description:
Implant broke at the hex on insertion into the bone. A piece of the implant remains in the patient. Surgeon used another implant from the same lot to complete. No adverse consequences reported as a result of event.